Manufacturer narrative:
The customer biomedical engineer confirmed that the service order was canceled and at this time has declined service. No repair activity has taken place. The device remains out of service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
H10 a philips field service engineer (fse) evaluated the device for the reported issue and could not confirm an occurrence of a data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) failed message. The fse reviewed the device error logs and did not note the diagnostic code 1006. Also, there was no recurrence of the reported problem with device testing. The device was confirmed to be operating per specifications and no failure was identified.

Event description:
Philips received a complaint from customer biomedical engineer reporting a data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) failed message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. The customer requested for onsite service.